Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided. The material removed during surgery was not sent to pathology for analysis, thus the composition of the occlusion is unknown. Based on the limited information provided, the root cause of the incident could not be determined.

Event description:
A male patient underwent percutaneous transluminal angioplasty (pta). The pta was performed through a 7fr procedural sheath, placed in the common femoral artery (cfa) which was noted as calcified, and a fem-pop bypass was recommended. At the end of the pta, the physician deployed a mynx vascular closure device for access site hemostasis. The mynx was deployed per IFU by a trained physician; however, extended compression following device deployment for 10 minutes was required in order to achieve hemostasis. While in recovery, and upon ambulation, the patient became symptomatic with leg pain. The following day, the patient underwent a second percutaneous procedure from the contralateral side. Flow disruption was noted at the cfa where the mynx was placed although the artery was not 100% occluded. It was again recommended to the patient that he undergo fem-pop bypass surgery, at which time the occlusion would be treated. The patient refused the recommended surgery and was discharged against physician recommendation with on-going leg pain. Four days post procedure, the patient returned to the hospital with severe leg pain and underwent an emergent patch endarterectomy procedure. The patient tolerated the procedure well and no further incident was reported.